Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely, and a battery depletion code was emitted. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the ICD was performed. Visual inspection of the device case and header did not reveal any abnormalities. Review of device memory confirmed a code 1003 was recorded on 18 january 2025. A diagnostic review indicated a constant draw since march 2024. Also, the battery depletion rate was confirmed to be faster than expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. The device was subjected to residual gas analysis testing, which did not indicate any presence of hydrogen or water vapor within the device case. The device case was then cut open to facilitate further internal inspection and testing. The battery voltage was measured to be 2.767 volts. The battery and high voltage capacitors were removed from the electronics assembly, the hybrid was connected to an external power source, and an average current draw was observed. The battery was then sent for further analysis, which identified a latent current leakage path within the battery, which likely resulted in the observed code 1003 and premature battery depletion.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely, and a battery depletion code was emitted. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This ICD remains in service. No adverse patient effects were reported. Additional information indicates that this implantable cardioverter defibrillator (ICD) was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely, and a battery depletion code was emitted. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This ICD remains in service. No adverse patient effects were reported. Additional information indicates that this implantable cardioverter defibrillator (ICD) was explanted. No additional adverse patient effects were reported.